Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of 56 mm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently complaining of left leg pain. Upon arrival to the ER the patient had a CT scan that showed a left limb occlusion. The patient had a focal occlusion on the pre CT scan and the common iliac was calcified. Upon reviewing the post CT scan it was observed where the limb was compressed. The patient had a fem-fem bypass done. The physician stated that the cause of the event was due to the small calcified vessels. No additional clinical sequelae were reported and the patient is fine.